Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 10 days post implant of this 23mm aortic bioprosthetic valve, the patient died. The cause of death was received as hypoxia. It was stated that patient experienced hypoxia with oxygen stats in the 80's, patient refused medical intervention and later expired that day. It was also reported that the event possibly related to the device and procedure. The death was considered sudden and unexplained. It is unknown whether an autopsy was performed.

Event description:
Additional information was received that reported the cause of death as unknown. It was further noted that the patient death was determined as not related to the device, but was related to the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.